Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that it was not sure if customer was exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No rewind anomaly noted. The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. No motor error, no delivery or low reservoir alarm noted. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.